Manufacturer narrative:
Based on the claim against the product by the customer noting locked jaws and fragment fall, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint regarding the locked jaws and the fragment fall was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint that the force bipolar jaws were locked open. Failure analysis could not verify the external event. The instrument was placed and driven on an in-house system. The instrument passed the recognition, cut and engagement tests. The instrument passed electrical continuity and energy was delivered. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no fragments missing from the instrument. The instrument was fully functional. No product issue was identified. Isi reviewed the site¿s complaint history. It was revealed that the patient identifier (B)(6)are related to patient identifier (B)(6) for a separate issue with the force bipolar instrument in the same procedure. A review of the procedure log showed the force bipolar was last used on (B)(6) 2022 in a myomectomy procedure performed on system (B)(4). The instrument had seven remaining uses. Another force bipolar instrument was used during the same procedure. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar jaws were locked open. The customer needed to use the release key to close the instrument jaws. A fragment of the instrument fell and was retrieved. The customer had difficulty removing the instrument through the port. The port was tested afterwards, and no damage or defect was done to the port. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse confirmed the event date of (B)(6) 2022. One fragment fell and was retrieved. The nurse confirmed all fragments were retrieved and the fragment was placed next to the broken instrument and compared to another one to verify it was all there. No additional procedures or post operative tests were performed. The surgeon clamped down on firm tissue and the wire came off. When the surgeon articulated the instrument, it got stuck and would not straighten and then broke when trying to straighten it. The instrument was in use for 20 minutes. The instrument was inspected prior to use and looked normal. The surgical task performed when the fragment fell was dissecting tissue. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or hard materials the fragment fall did not occur during an instrument tip collision. The instrument was not removed until the breakage occurred. The surgeon attempted to straighten the instrument but it would not fully straighten. The surgeon tried using the emergency release key and it did not help straighten the instrument. The instrument got stuck in the cannula and the staff had to pull the cannula out with the instrument inside it to get it out. The staff did not notice any damage to the cannula. The obturator was inserted without resistance. The staff did not notice any other damage to the instrument. The patient has not returned due to experiencing any post-surgical complications related to retaining a foreign object. No images or videos are available for review. Patient demographic information was requested but not provided.